Event description:
Defibrillator generator failure.

Event description:
Add'l info rec'd from MFR 11/13/01: per request received oct 10, 2001, st jude medical was informed on aug 1, 2001 that the ICD was explanted due to advisory notification issued. At this time, MFR was informed that the pt had not experienced any symptoms and the ICD was electively replaced because this ICD was on the list of affected devices. MFR received a medwatch form from medical center on august 7th. MFR again confirmed that the pt was not symptomatic and the ICD was explanted due to the advisory. Upon return to st jude medical, the ICD underwent the ventritex automated test systems. These tests verified proper bradycardia pacing, anti-tachycardia pacing, and sensing functions. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including telemetry responses of the device were also tested and functioned appropriately. In conclusion, MFR's analysis found normal device characteristics. No anomalous behavior was observed.